Event description:
During an unspecified procedure, the balloon of the maverick monorail ptca catheter ruptured at 10 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The lesion was severely calcified and tortuous. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.